Event description:
It was reported "the doctor found the swg was kinked when the swg inserted into the needle prior to the patient". This event occured prior to use. Therefore no patient harm or injury.

Manufacturer narrative:
(B)(4). The customer returned one opened arterial catheterization kit for analysis. No definite signs of use were observed. Visual and microscopic examination revealed one kink towards the distal end of the guide wire. Microscopic examination confirmed the damage. The distal weld was present and appeared full and spherical. After failing functional testing, white particulate was observed within the needle hub which likely caused or contributed to the resistance experienced. Functional testing was performed based on the instructions for use (IFU). The IFU provided with this kit states, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle." The returned guide wire and a lab inventory guide wire was advanced through the returned cannula and was unable to be entirely deployed through the cannula due to a blockage. A device history record review was performed, and no relevant findings were identified. The customer report of a kinked guide wire was confirmed through complaint investigation of the returned sample. The guide wire was kinked towards the distal tip and the needle guard contained evidence of white particulate. The guide wire encountered a total occlusion from within the needle cannula during functional testing. This occlusion created resistance between the guide wire and the cannula, which likely contributed to the reported failure. Based on the customer report, the sample received, and the comments from manufacturing, the root cause is manufacturing related. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the doctor found the swg was kinked when the swg inserted into the needle prior to the patient". This event occured prior to use. Therefore no patient harm or injury.